Event description:
Haemonetics received a report on (B)(6) 2014 for an orthopat device "not running on battery." There was no report of any patient or operator injury.

Manufacturer narrative:
The device was returned for the battery issue and internal fluid spill was determined during the evaluation on (B)(4) 2014. Blood and saline spill was found on the centrifuge and dripping down the driver board and power supply. Minor blood in distribution pcb and chassis. The following parts were replaced due to the spill; driver board, power supply, intermittent controller pcb, internal drain tube, optics window, display sub assy. Control panel. This device was decontaminated, repaired and upgraded to the current fluid ingress remediation. (B)(4).